Manufacturer narrative:
The device was returned and evaluated. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: light guide bundle had a stain, due to wear of angle wire, bending angle in up direction does not meet the standard value, because venting connector of light guide connector was shaved, water tightness was lost, connecting tube has a wrinkle, connecting tube has a dent, light guide bundle had significant breakages. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if additional information will be provided by the user facility.

Event description:
It was observed that during the device evaluation, fiberscope exhibited foreign material from the plastic distal end cover, bending section cover and the connecting tube . There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material on the curved rubber, insertion tube and tip cover could not be identified and a definitive root cause of the issues could not be determined, however, based on the reported information, the issues were likely the result of the device reprocessing not being implanted in accordance with the instruction manual/IFU. The issue may be detected/prevented by following the instructions for use section below: chapter 5 safety regarding cleaning, disinfection, and sterilization. Chapter 6 application and conditions of cleaning, disinfection, and sterilization. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.